Manufacturer narrative:
Date of event: (B)(6) 2016 additional suspect medical device components involved in the event: model#: sc-2317-50, serial#: (B)(4), description: infiniontm cx 50 cm lead model#: sc-4318 lot #: 19312332 description: clik x anchor.

Event description:
A report was received that the patient felt a pinching sensation near at the lead anchor site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt a pinching sensation near at the lead anchor site. The patient will undergo a revision procedure.